Event description:
It was reported that the image on the 9900 system would intermittently switch to subtraction, with lines in the image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video controller board, image processor, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.